Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company to report a product complaint, concerns a male patient. The patient received an unspecified drug product delivered via a humapen ergo teal/opaque pen body (lot a1452) with a clear cartridge holder attached (lot cg) for the treatment of an unknown indication. On an unknown date, the spring arms had broken off one side of the cartridge holder and the cartridge holder had starting falling off. The operator of the humapen was the patient. The operator was trained by a nurse and had used this device for three years. The patient used 31 gauge becton dickinson needles and reused each needle every other day before changing it. The patient primed the pen each time and injected into his abdomen, holding the needle in the skin for three seconds. The pen was stored inside. The humapen ergo teal/opaque pen body with a clear cartridge holder attached was not continued. The device was returned to the company. Initial analysis by the affiliate quality control department found that both engagement tabs were broken. The device was returned to the manufacturer for additional evaluation. Update 30-may-2007: final gpcms report received on the 23-may-2007, lss analysis summary added. Device tab and narrative updated accordingly. Completed EU/ca device tab.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Eval summary: the actual complaint device (lot a1452, manufactured february 2000 with an opaque cartridge holder) was returned with a clear cartridge holder. Both clear cartridge holder engagement tabs were broken. This malfunction has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact rep or your healthcare professional." There is evidence of improper use. The engineering investigation found tool marks on the mounting bayonet and the engagement tabs. The damage is consistent with pulling and bending with an unknown tool such as pliers. The device is not functional (does not prime or dose) with the complaint clear cartridge holder. The complaint cartridge holder cannot be attached due to the damaged incurred to the mounting bayonet region. Also, the user reuses needles and does not hold the injection for five (5) seconds. Needle reuse can result in an underdose if the needle becomes clogged or if large air bubbles form inside the cartridge. Not waiting 5 seconds can result in an underdose if leakage occurs.